Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced interrupted insulin delivery when a cgm sensor failure led them to switch from g7 to g6, after which the ilet displayed pairing status and did not deliver insulin; during this period some meal announcements were missed or delayed, and the user administered two subcutaneous insulin injections while off the pump. Symptoms included hyperglycemia with a reported peak of 240 mg/dl without associated clinical manifestations. Outcomes included transient high glucose lasting about 90 minutes that was corrected by injection and later by restoration of pump therapy, without need for outside assistance or medical intervention. Investigation included phone-based troubleshooting, reconnection of the g6 cgm to the ilet, supply changes, education on meal announcement timing and use of snack entries, and confirmation of insulin delivery resumption. Investigation of this case revealed a cgm connectivity/pairing issue and user technique factors related to meal announcements that contributed to interrupted automated dosing; no device hardware failure was identified once cgm pairing and supplies were corrected. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and cgm communication issues leading to temporary suspension of automated insulin delivery.